Event description:
The following has been reported: nurse reported: (3 separate tubing events with exact same issue) issue: leaking at the flow dial. Three tubing sets sent from the same team. Problem occurred: before use and during infusion drug used during infusion: normal saline resolved by: obtaining new tubing. A preliminary review of the logs identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During microscopic examination, it was observed that the diaphragm was well positioned. The set could not be primed on the lvp machine and ran the primary and secondary bolus prime, as fluid drops were observed leaking around the knob. An underwater leak test was performed to verify the liquid and air side areas of cassette, and bubbles were observed coming from the unit. An autopsy of the resistor knob was performed, and it revealed that the wafer side of the seal was facing upwards. The customer complaint is confirmed. The probable root cause could be related to improper placement of the seal (wafer side up). Also, the adjustment method used in the primary lube was incorrect and lacked standardization following the mgs implementation, which led to insufficient detection sensitivity for improperly positioned seals due to the reduced translucency of the new cassettes. An internal investigation was opened to address this issue. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) primary lube machine detects the correct position of the seal at the knob. The batch record fa24j07021 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.